Event description:
Boston scientific received information that the patient with this pulse generator (pg) underwent a mitral valve replacement surgery. The local field representative (fr) reported that when the bovee was applied, the device inhibited pacing for an unknown duration. A technical services (ts) consultant advised assuring proper placement of the magnet during cauterization. After the completion of the procedure, a drop in right ventricular (rv) and right atrial (ra) pace impedance was noted. A change in the pg's gas gauge was also noted which rose concern over a battery depletion anomaly. A hex dump was sent in for analysis. The device had no resets and no definite issue was able to be found. Ts suggested a complete save to disk be sent in for a more complete analysis of device behavior. There were no adverse patient effects reported. At this time, the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that this device was explanted for normal battery depletion and has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.